Manufacturer narrative:
The technician found the tape switch was shorted. He replaced the bed exit tape switch to repair the bed.

Event description:
Info received indicates the bed exit system is not working. The system sets from the siderails but does not alarm when weight is removed from the bed.